Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6)2012 for treatment of severe persistent asthma. This complaint is being reported based on the event of pneumonia treated with prescription antibiotics, and a prolonged hospitalization post bt procedure. According to the complainant, the patient was admitted into the hospital prior to the bt procedure on (B)(6) 2012, and underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully. However, it was noted that there was minimal mucosal bleeding during the procedure. The patient was scheduled to remain in the hospital post procedure due to the patient not having easy access to transportation. Following the bt procedure, the patient developed a cough, clear sputum, shortness of breath, chest tightness and stinging chest pain. She was treated with combivent nebulizers (ipratropium 5000mcg-salbutamol 5mg) every six hours from (B)(6) 2012 to (B)(6) 2012, and from (B)(6), 2012 and continuing. Additionally, she was prescribed prednisolone (30mg od) from (B)(6) 2012 and continuing. The patient requested that she remain hospitalized until her symptoms resolved. Subsequently, the patient developed hospital-acquired pneumonia. Additionally, it was noted that her sputum was tinged with blood and she was still experiencing tightness in her chest. She was treated with augmentin (amoxicillin-clavulanic acid 625mg bd) from (B)(6) 2012, and tazocin (piperacillin-tazobactam 4.5g tds) from (B)(6) 2012 and continuing. Currently, her symptoms have not resolved and she remains hospitalized. However, it was reported that she was improving in terms of her shortness of breath and wheezing, and it was hoped to discharge her soon. **additional information received since (B)(6) 2012.** on (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient had a follow up appointment with her physician. She was advised to stop the nebulizer treatments and to start using foster (beclomethasone 100/formoterol). However, on the second day of using this new medication, the patient developed chest tightness. She plans to meet with her general practitioner for a nebulizer. The patient continues to take prednisone (15 mg per day) and has stopped taking tazocin. Her symptoms have resolved.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for treatment of severe persistent asthma. This complaint is being reported based on the event of pneumonia treated with prescription antibiotics, and a prolonged hospitalization post bt procedure. According to the complainant, the patient was admitted into the hospital prior to the bt procedure on (B)(6) 2012, and underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully. However, it was noted that there was minimal mucosal bleeding during the procedure. The patient was scheduled to remain in the hospital post procedure due to the patient not having easy access to transportation. Following the bt procedure, the patient developed a cough, clear sputum, shortness of breath, chest tightness and stinging chest pain. She was treated with combivent nebulizers (ipratropium 5000mcg-salbutamol 5mg) every six hours from (B)(6) 2012 to (B)(6) 2012, and from (B)(6) 2012 and continuing. Additionally, she was prescribed prednisolone (30mg od) from (B)(6) 2012 and continuing. The patient requested that she remain hospitalized until her symptoms resolved. Subsequently, the patient developed hospital-acquired pneumonia. Additionally, it was noted that her sputum was tinged with blood and she was still experiencing tightness in her chest. She was treated with augmentin (amoxicillin-clavulanic acid 625mg bd) from (B)(6) 2012 to (B)(6) 2012, and tazocin (piperacillin-tazobactam 4.5g tds) from (B)(6) 2012 and continuing. Currently, her symptoms have not resolved and she remains hospitalized. However, it was reported that she was improving in terms of her shortness of breath and wheezing, and it was hoped to discharge her soon.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The reported events are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.